Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a broken top luer cap was noticed upon opening the tray.   No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 21, 2018. (B)(4). The returned sample was not returned for evaluation; however, pictures of the actual sample was provided and shows that the luer cap was shattered. A factory retained sample of the same product code and lot number combination was visually inspected and found to not have any damage to the luer caps. The packaging of the product ensures protection against any damage to the product. It is likely that the reported damaged occurred by a shock force at some point during the handling/manufacturing of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.